Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence of fatigue fracture. There are warnings in the package insert that state that this type of event can occur: under adverse events, it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Event description:
It was reported that patient underwent a femoral fracture repair procedure where a nail was implanted on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 to remove and replace the nail as it had fractured. The nail fractured at the point of the lag screw which caused a periprosthetic fracture.